Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and discomfort as the reservoir herniated and extruded to the abdomen. A surgical procedure was performed to remove and replace the device. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was visually and microscopically inspected, and leak tested. Wear at fold in its shell was noted; however, no leaks were identified. The reported patient symptoms of discomfort, erosion, extrusion and reservoir migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Per gfe, it was indicated that this event and surgery occurred two hours after the first intervention previously reported in 2124215-2021-25807.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and discomfort as the reservoir herniated and extruded to the abdomen. A surgical procedure was performed to remove and replace the component. There were no further patient complications reported.